Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed. A field service engineer customer reported finding a loose connection and was able to restore the drawer's functionality. The customer verified proper operation by performing an inventory. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.